Event description:
It was reported that during a stent procedure resistance was encountered when trying to cross a 70% stenosed lesion in the mid rca. Upon contrast injection, it was noted that contrast was seeping through the stent. The system was withdrawn. Damage was noted on the proximal stent struts. Subsequently, another rx multilink was successfully deployed. A third rx multilink was deployed in the proximal rca.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed that the proximal portion of the stent was completely stretched. Contrast was visible on the balloon, indicating there was an attempt to inflate the balloon. Quality engineering was unable to determine a root cause due to a lack of details regarding pt disease state and predilatation strategy used. The device was returned damaged, possibly from removal. There is no indication that any device defects were noted during preparation. It is possible that an inadequate predilatation and/or a challenging disease state may have contributed to the compaint. No corrective action will be implemented. As part of co's quality process all stent delivery sys are inspected on-line to ensure that each stent is securely mounted on its balloon and free of defects. The device mfg records were reviewed and did not reveal any nonconformities. This MDR is considered closed by the qa dept.